Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while running. The customer's blood glucose level was elevated however no specific value was provided. The customer administered a manual injection. Troubleshooting was not performed at the time tandem technical support was contacted due to event occurred in the past.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.